Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, there was pressure on the pocket of the device and was becoming exposed. There were no additional adverse patient effects reported. The ra lead was capped.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, there was pressure on the pocket of the device and was becoming exposed. There were no additional adverse patient effects reported. The ra lead was capped. Additional information received indicated that the right atrial (ra) lead was now explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in b5: describe event or problem and d6b: explant date.